Manufacturer narrative:
The t20 screwdriver shaft [product code: 2797-02-050] was not returned for evaluation. Review of the device history record could not be performed as the lot code is unknown. Review of the complaint trending analysis found no emerging trends. Without the return of the device in question we are unable to confirm the reported issue or identify the root cause. No corrective action/preventive action is necessary at this time as no systemic trends have been observed in this complaint file. Therefore, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device not returned. Discarded.

Event description:
It was reported that the tip of the t20 screwdriver shaft snapped off from the instrument into the head of new screw while adjusting depth. The broken tip was left in the shaft of the implanted screw, under the rod that was placed.